Manufacturer narrative:
H3: device evaluation - yellow bag returned empty, no lens inside vial. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticm5 12.6 implantable collamer lens of -9.50/3.5/096 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022the lens was exchanged for a same model and size lens but different power due to lens rotation. The exchange resolved the problem.

Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).